Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: battery devices. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed for check function of the triggers and the upper and bottom triggers were binding. It was further determined that the device had failed for check proper function of trigger. During service/repair, it was determined that the disconnect sleeve label, bottom trigger and the magnetic support were worn and there was unknown debris on the ball bearings. It was determined that the issues were consistent with improper cleaning and normal wear. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to normal wear out from use and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the power of the battery handpiece/modular device was weak, and the top button did not function. It was further reported that after cleaning, five battery devices were tested and there was no power. During in-house engineering evaluation, it was observed that the unit failed for check function of the triggers and the upper and bottom triggers were binding. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.